Event description:
The customer contacted arjo and alleged that the cable was defective and had burned out, resulting in an electrical shock. This initial allegation of electrical shock was not confirmed during the interview with the facility at the time of arjo¿s visit. There was no indication of patient involvement, and no injury was reported. The evaluation performed by the arjo technician revealed corrosion on the power plug, along with visible traces suggestive of electrical sparking. The power cable was replaced.

Manufacturer narrative:
The manufacturer's evaluation indicated that the issue may have been caused by a short circuit in the socket. This finding aligns with the current arjo evaluation results conducted at the facility, which concluded that there was a contact issue with the customer's wall socket. No fault was identified on the auralis mains plug that could cause the claimed power plug issue. The evaluation findings were shared with the customer. To summarize, the auralis did not meet the specification as the power cord was damaged. There was no indication that the device was used with the patient when the issue occurred. The complaint was assessed as reportable due to visible burn marks on the plug's metal pins. No injury was reported. D4: UDI: (B)(4). The device is distributed outside the us and no gudid information exists.